Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011

Event description:
Two pre-fixation screws in s1 broke (one directily underneath the screw head and the other at the middle of the thread). A revision was done to replace the broken screws.